Manufacturer narrative:
The blower assembly was replaced and the unit is back in clinical use.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The field service engineer discovered the ventilator had a blower issue and ordered a replacement there was no patient involvement.